Event description:
Damaged fiber coupler assembly. This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
(B)(4). Evaluation method: photographs of actual device involved in incident were evaluated. (B)(4). Evaluated photographs provided by user.